Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes. A device history record review shows that the order was built and released per specification. The returned fluidics management system and drain bag was filtered and sent to the particulate lab. The particulate lab was unable to identify the foreign material. The root cause of the customer's complaint could not be established as the particulate lab was not able to identify the foreign material. (B)(4).

Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that after using the cassette some sediments were observed on/in the tube. These sediments did not migrate during the intervention and there were no consequences for the patient. Additional information indicated that patient was hospitalized for an eye infection, which started four days postoperatively. Additional information has been requested